Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID 977a260, serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that patient twisted abruptly, which led to a ¿tugging feeling¿ where the leads were. He then felt only unilateral stimulation. A lead revision was performed on (B)(6) 2021. Visualization of the x-ray showed that one lead had fallen one vertebral level. Both percutaneous leads were explanted and replaced with a surgical lead. The patient was seen at his follow up appointment on (B)(6). He is now receiving bilateral coverage in the intended areas.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jul-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 08-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported that the patient had inadequate coverage. They stated that one week after initial implant they twisted abruptly and felt a tug where the lead was. The patient's system was interrogated on (B)(6) 2021 and impedances were within normal limits. The patient had unilateral paresthesia instead of bilateral. They had a lead revision and the leads were explanted and replaced. The issue was resolved and the patients status at the time of report was alive with no injury.